Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. No pump error 35 alarms noted during testing. Power connector plug in and locked in place properly. No blank display noted during testing. No button error alarm noted upon testing. Device failed sleep current measurement due to corroded electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm and stuck button alarm. Customer stated they were unable to clear the alar. Customer stated event occurred when they were on the phone and had to press the button more than 3 minutes. Customer also received blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.